Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy on the liberty select cycler with cycler set and the patient¿s abdominal pain, cloudy effluent and diagnosis of peritonitis with hospitalization. However; there is no documentation in the complaint file to show a causal relationship between the event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation that a malfunction, deficiency or defect occurred with the liberty select cycler or cycler set. All pd patients are at increased risk for infection due to a compromised immune system and dialysis techniques increasing the risk of microbial contamination. Although the pd effluent cultures have remained negative for growth, the patient continues to be treated for peritonitis. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of this event. Unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. International society for peritoneal dialysis (ispd) guidelines recommend a benchmark of <20% culture-negative cases. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained. Patients who present with clinical peritonitis, have negative peritoneal cultures, and who improve on empiric therapy with decreased symptoms and falling peritoneal wbc counts usually have infection with susceptible gram-positive bacteria and can be treated for 2 weeks. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted technical support to request information on how to bypass from drain 0. During the call, the pdrn stated that the patient just got out of the hospital and it was unknown if the patient was empty or full for treatment. Upon follow up, the pdrn stated that the patient¿s hospitalization was due to peritonitis. The patient presented to the emergency room (ER) on (B)(6) 2019 with abdominal pain and cloudy pd effluent. The patient was admitted and diagnosed with peritonitis. A pd effluent culture was negative for growth; however, the patient was still treated for peritonitis based upon presenting signs/symptoms. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose and frequency unknown; last dose (B)(6) 2019) and ip ceftazidime (dose and frequency unknown) with a last dose to be (B)(6) 2019. The cause of the peritonitis is not confirmed. There were no reported issues with the liberty select cycler or cycler set for this event. The patient stated to the pdrn that they could not pinpoint anyplace that they did not follow proper aseptic technique. The patient was discharged from the hospital on (B)(6) 2019. The patient continues to complete pd therapy on the liberty select cycler with no issues during recovery.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.